Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead was partially removed as the lead was severed or broken during the attempted laser extraction process. The remaining portion of the lead was left in place and future epicardial lv lead placement is being considered by the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.